Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support instructions to reset the pump and successfully started a new sensor session without further errors.